Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed that the premature ventricular contractions (pvc) pause suppression function was delivered two or three times when the associated documents show it was only delivered once. The ipg remains in use. No patient complications have been reported as a result of this event.